Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined; however, the reported treatment appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a procedure to treat a heavily calcified and heavily tortuous left anterior descending artery. A xience skypoint 3.0x18mm was inserted and deployed. After deployment, adequate anchoring was not achieved. It was noted there was no clear evidence of gross stent malposition. However, intravascular imaging was not performed, so minor malposition cannot be completely excluded. Therefore, an additional stent was deployed at the proximal segment. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.